Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius technical support (ts) that the ultrafiltration (uf) functionality was not working on a fresenius 2008k hemodialysis (hd) machine. The uf reportedly turned off by itself during a patient¿s treatment on the system, without any diagnostic messages or audible alarms occurring. Additional information was obtained through follow-up. A registered nurse (rn) from the facility stated the uf functionality turned off by itself after treatment was initiated. The rn reported that nobody noticed when this occurred. The rn stated the uf was never turned back on, and the patient did not have any fluid removed during their treatment. The patient did not complete their four-hour scheduled treatment, but for reasons unrelated to the reported uf issue. The patient reportedly fell asleep two hours into their treatment. The rn stated the patient's arm moved while they were asleep, and as a result, the needle dislodged from their access site. It was reported that "blood leaked all over the place", and the patient's treatment was subsequently ended. The rn confirmed the patient did not experience any adverse effects, and they did not have any complaints or symptoms during or after the treatment. In addition, the patient did not require any medication or medical intervention. They did not want to schedule an additional treatment. There were no machine alarms that occurred during the treatment. The patient was utilizing a revaclear 400 dialyzer in conjunction with medisystem streamline bloodlines. The patient¿s pre-treatment and post-treatment weights were 105.6 kg and 105.9 kg, respectively. The patient utilized the same scale for both weigh-ins. They received approximately 400 ml of saline rinse-back during the treatment, which according to the rn, accounted for the weight difference. Following the event, the machine was pulled from service for evaluation. Details on the machine¿s status were obtained from the biomedical technician (biomed) during follow-up. The biomed said the machine's boards were reseated, however, nothing needed to be replaced. The machine passed functional testing and was returned to service. At the time of follow-up, there had been no further issues to report with the machine.